Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured two times. The first implant was too deep on the left coronary cusp (lcc) and the second was too shallow on the non-coronary cusp (ncc). The final deployment was about 3 millimeter (mm) on the ncc and since the delivery catheter system (dcs) was mid to inner curve, the valve was released with expectations to be a little more on the ncc and a little less on the lcc. The implant depth was confirmed under transesophageal echocardiogram (tee). The valve was deployed very slowly and the valve dislodged aortic leaving the ncc side too shallow. Echocardiogram showed moderate paravalvular leak (pvl). The physician felt there was too much risk in snaring the valve into the ascending aorta as there was a pre-existing aneurysm with the average size of 42 mm and the sinotubular junction and sinus werevery large. The physician decided to explant the valve and convert to a surgical aortic valve replacement. No additional adverse patient effects were reported.